Event description:
It was reported that this pt had two occurrences (exact dates not given) of post-operative meningitis. Pt does not have a history of meningitis prior to implant. The pt recovered each time and is reportedly doing fine.